Event description:
No implant was returned as remains implanted. The inner vial and patient stickers were not provided. Picture of the outer box was sent.

Manufacturer narrative:
The imp,tsv,4.1mm,sbm,10 (tsv4b10) was not returned for investigation as the device remains implanted. Since the product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and possible lot #¿s as doctor was unsure of the lot number associated to this event.(DHR/IFU/rmf). Pre-existing patient factors (low bone density ¿ type iii) and tooth location (unknown) are not relevant to the reported event. The device was reported during initial use but has remained implanted since june 20, 2019. The customer provided picture which shows the outer boxes of 2 possible lots for the reported device. The customer alleged the inner packaging showed for an implant with different dimensions (3.7 x 11.5), however, no pictures of the inner packaging were returned. The received condition of the product is unknown and the complaint cannot be verified. Additionally, both possible lots for the tsv4b10 (1215921 & 63621026) are being investigated, for due diligence, to verify the conformity of the lots. DHR reviews were completed for the subject lot numbers (1215921 & 63621026). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Additionally, the dhrs for lot 1215921 & 63621026 were further reviewed and the following documents have been attached to further verify the conformance of the packaging for the device. Complaint history reviews were performed for the subject lot numbers (1215921 & 63621026) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (packaging : incorrect product) or subject device (tsv4b10). Therefore, based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable for the reported device as the received condition of the products is unknown and the complaint cannot be verified.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: not provided. Device lot number: not provided. Device remains implanted.

Event description:
It was reported an incorrect labeling, during implant placement doctor realized that implant (tsv4b10) inside the packaging did not match the implant diameter in the outside labeling. Doctor completed the procedure placing the implant in another tooth site location.